Manufacturer narrative:
H10: multiple good faith efforts were made on 08mar2024, 15mar2024, and 25mar2024 to obtain information regarding device evaluation, repair, and operational status with no response and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer reporting a screen issue on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient/user impact. The customer was provided a proposal for service. Further activity pending customer approval.